Event description:
It was reported by the customer that during use on a patient cardiosave intra-aortic balloon pump (iabp) alarmed that the iab loop was leaking, and the department replaced the equipment, causing no personal injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character limitation e1 event site full name: (B)(6).

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. The equipment was still under warranty by the dealer, and the repair was completed between them and the dealer. The pim module was replaced.

Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site telephone is (B)(6). E1 event site address is (B)(6). Updated fields: b4, d9,d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : e1 ( event site telephone , event site address). A pneumatic module (0997-00-1178) was replaced, and the device returned to normal function after the replacement. All functional tests were conducted according to factory requirements, and the test results met the requirements. The device was then released to the customer. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of a loop leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure was confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au.

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions) corrected fields: d8. The pim module was replaced. The dealer purchased a warranty contract from getinge, and getinge's engineers completed the replacement of parts. A pneumatic module was replaced, and the device returned to normal function after the replacement. All functional tests were conducted according to factory requirements, and the test results met the requirements. The device was then released to the customer.

Event description:
N/a